Event description:
It was reported that an arteriotomy closure of a moderately calcified common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, capture of the suture was not achieved, a cuff miss occurred. A second proglide was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the proglide device was used in a moderately calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device did not match the reported event. The plunger was still in the pre-deployed position and there was slack present on the link. This is an indication that the lever was deployed only. There was no indication of needle deployment. Deploying the plunger occurred because the needle tip was still in pre-deployed position and there was no slack on the monofilament. During the investigation, the lever was opened and the plunger was deployed without difficulty. Both cuffs were captured successfully. There was no abnormal observation with the condition of the returned device that could have contributed to the reported event. Based on the investigation, the device conformed to specification and the cause for this event is related to the operational context in the use of the device. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency.